Event description:
It was reported that during a procedure to treat an eccentric lesion with mild tortuosity in the mid left circumflex artery, pre-dilatation was performed. A 3.5x38 mm xience prime stent delivery system (sds) was advanced toward the target lesion. The sds balloon was inflated, the stent was deployed and a dissection occurred near the distal edge of the stent. There was no interaction of devices. The sds was removed and a xience prime stent was advanced and deployed to successfully treat the dissection. There was no other device or procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.